Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-2-uni-celect. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: this evaluation is based on event description and received imaging. Imaging review confirmed penetration of the ivc. Based on the event description and imaging, it was not possible to conclude the exact root cause for this event. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: insertion of filter described as uncomplicated procedure. Filter placed via jugular with position just above confluence of iliac veins. Patient underwent surgery next day for removal of pelvic mass. Noted peri-operatively that a leg of the ivc filter could be seen protruding through the ivc wall. No immediate action taken but filter has now been retrieved (without incident) as was planned. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence